Manufacturer narrative:
Despite attempts to retrieve the complaint device from the customer, it has not been returned; therefore it is unavailable for a physical evaluation. This complaint cannot be confirmed. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident as related to the reported problem and therefore there is no internally assignable cause for the reported problem. (B)(4). Based on the complaint history, no corrective action is required and no further action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received back in the future, this file will be reopened at that time and an evaluation will be performed and documented. (B)(4). Not returned by customer.

Event description:
This complaint event report was received by mitek complaints during the week of october 19, 2015 via us mail from the FDA, mw5055459, as reported by the customer. Tip of the depuy expressew broke off in the patient's shoulder. An attempt to contact the customer for additional information was made on (B)(6) 2015. The customer employee who reported the event is currently out of the office, additional attempts will be made once the customer employee has returned to work. The customer was contacted via phone on (B)(6) 2015, the customer stated they would return the broken needle, return packaging was sent to the customer. The customer stated that she does not believe the fragment was removed from the patient. Sent email to the customer on (B)(6) 2016 requesting the status of the complaint device return. As of (B)(6) 2016 no response was received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint event report was received by mitek complaints during the week of (B)(6) 2015 via us mail from the FDA, mw5055459, as reported by the customer. Tip of the depuy expressew broke off in the patient's shoulder. An attempt to contact the customer for additional information was made on (B)(6) 2015. The customer employee who reported the event is currently out of the office, additional attempts will be made once the customer employee has returned to work.